Manufacturer narrative:
Age, weight, ethnicity: information unknown/not provided. If explanted, give date: not applicable as the device remains implanted. Email address: unknown/not provided. Phone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Evaluation of the photo and video provided: the photo was evaluated and it was observed a lens implanted in patient eye. A small mark was also observed on one part of the lens edge. During the evaluation of the video, before the iol delivery process, it was observed that the first device was not prepare according to directions for use. During the bss application, solution was applied to the cartridge and part of it was also observed on lens case. During the lens delivery it was observed that pushrod overrides the lens in the cartridge. For the second device, it was observed that it was not prepare according to directions for use. Bss was applied in the cartridge and in the lens case. Then the lens was delivered and implanted but the defect on lens was not observed on video. Manufacturing record evaluation: the manufacturing process record was evaluated, and no discrepancies found during the mrr (manufacturing record review) related to this complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after setting an intraocular lens (iol) with balanced salt solution (bss), the plunger was pushed forward and when the lens moved to the cartridge, there was an override which the iol became unusable, so a backup was used. After insertion of the backup lens into the eye, a v-shaped mark/crack was seen on the optical part. Since the crack did not cover the pupil area, the decision made to not remove the iol. The procedure was completed successfully and the back-up lens remains implanted. There was no patient injury reported. It was confirmed that the direction for use (dfu) of the device was followed when using bss and for the lens leaving time. No further information was provided.